Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the active irrigation actuator failed. Additional information has been requested but not received.

Manufacturer narrative:
Additional information is provided. Based on additional information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating during start up of the system the system displayed a system message alerting the user of the failure of the active irrigation. The system functioned as intended. There was no patient involvement.